Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the ring cover, upper and lower cases were broken, and the diode fell off of the heart lead flex. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not power up. The biomedical engineer replaced the battery multiple times and battery voltage measured was 9 volts plus, however the same issue still occurred. It was also reported when powered on, all lights turn on but no lights stay on. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that an integrated circuit component was out of specification, causing the atypical turn-on behavior.